Event description:
A study to compare the perioperative and functional outcomes between improved (port-free) single-site robot-assisted laparoscopic radical prostatectomy (pf-ssrarp) and standard multi-port robot-assisted radical prostatectomy (mprarp) was summarized in a literature article. A total of 372 consecutive patients underwent robot-assisted radical prostatectomy (rarap) in one single institution was included. Overall mean operative time was shorter with the pf-ssrarp compared to the mprarp. The comparison of estimated blood loss between the two groups was not statistically significant, and there were no patients who received blood transfusions due to excessive bleeding. There was no conversion to traditional rarp in any of the group. Among the total patients, 5 patients developed pelvic abscess, 7 patients developed pelvic hematoma, 8 patients developed inguinal hernia post-procedurally, and were graded as clavien-dindo grade iii by the author. No specific medical intervention for the complications was provided in the article. There were no da vinci device issues reported in the article. Multiple requests for additional information from the designated author were made, but no response has been received.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date. There was no report of, or indication of, any da vinci product issues. Additionally, there is no indication that any da vinci products contributed to the reported complications. Citation: fan, s., chen, z., zhou, f. Et al. Comparison of perioperative and functional outcomes of single-incision versus standard multi-incision robot-assisted laparoscopic radical prostatectomy: a prospective, controlled, nonrandomized trial. J robotic surg 18, 195 (2024). Https://doi.org/10.1007/s11701-024-01962-2 section b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Blank MDR fields: section a: patient information - no specific patient demographics were provided for the total group of robotic patients. Demographics in the pf-ssrarp group included 210 patients with a median age of 64 years (range 55-71); mprarp group included 162 patients with a median age of 66 years (range 53-72) the expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the following additional information from the author: the procedures were performed from the year 2023 to 2024. There was no patient information available to provide. The medical interventions performed were all routine. Inguinal hernias were treated with surgical patches. It was confirmed that there were no da vinci device issues occurred in the procedures.

Event description:
Refer to h11 for follow-up information.